Manufacturer narrative:
Date sent to the FDA: 11/11/2019. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pbbdcjc0; expiration date: 7/31/2024; date of mfg.: 03/01/2019. Batch mk8cgsc0; expiration date: 02/29/2024. Date of mfg.: 10/01/2018. A manufacturing record evaluation was performed for the finished device pbbdcjc0, mk8cgsc0 possible lot numbers and no non-conformances were identified. Additional summary: received for analysis two possible representative samples of two possible lots mk8cgsc0 and pbbdcjc0: an opened sample of product code w9106, lot mk8cgsc0. During the visual inspection, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. An opened sample of product code w9106, lot pbbdcjc0. During the visual inspection, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle separated from the suture during the procedure. A like device was used to complete the procedure. There were no adverse patient consequences reported.